Event description:
After 4 weeks, the stem was subsided; event likely due to an underestimation of the size by the surgeon. A revision surgery was performed to change the stem and the associated ball head. MFR ref #: 3005180920-2014-00179.